Manufacturer narrative:
The investigation into the complaint kit lot did not identify any product problem. A systems assessment was also performed and did not find any instrument issue. From the provided data, all of the positive samples were located near each other on the sample rack, which could be an indication of a handling issue. Facility name (B)(6) truncated due to character limitations. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. An (B)(6) customer alleged result discrepancy for 6 samples with cobas sars cov-2 qualitative assay for use on the cobas 6800/8800 systems during initial and repeat testing with new aliquots from the same primary samples. The initial results were noted to be positive. Retesting with the same sample and repeat with a new aliquot from the same primary sample tubes were negative. A few of the results were also retested with elitech ingenius test. No further details were provided. Positive sars-cov-2 results were reported out, and there is no indication of harm or injury. Six mdrs will be filed, one for each patient. The investigation into the complaint kit lot did not identify any product problem. A systems assessment was also performed and did not find any instrument issue. From the provided data, all of the positive samples were located near each other on the sample rack, which could be an indication of a handling issue.